Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Further analysis comments revealed: there were 2 - patient alerts for lead failure predictor on (B)(6) 2010. Six - ventricular non-sustained tachycardias <(><<)>=210 ms between (B)(6) 2010. And there were ventricular short interval count (v-sic)=447 counts, in 15 of 85 days between (B)(6) 2010.

Event description:
It was reported that there was oversensing and inappropriate detection of nonsustained ventricular tachycardia observed in the right ventricular lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.